Event description:
Surgeon reported that following the implant of a distal radius plate matrix, the implant was torn causing breakage of a screw. The screw stayed into the bone and crossed the plate.

Event description:
Surgeon reported that following the implant of a distal radius plate matrix, the implant was torn causing breakage of a screw. The screw stayed into the bone and crossed the plate.

Manufacturer narrative:
The reported event could be partially confirmed because one screw is broken/fractured, but the plate does not show any torn signs. Visual investigation showed that too high bending forces acted on the plate during application. These bending forces led to high traction forces being applied on the screw and caused its breakage. The fractured surfaces had the appearance of a forced rupture with secondary cracks caused by high traction forces. The root cause of the reported event can be attributed to a powerful dynamic overload of the fracture. Furthermore, in the clinical opinion it was stated that there is an unstable fracture with big dorsal bone defect in the area of the distal radius and a break of the styloid process. The fracture was stabilized with a very small palmar variax plate. Also, stabilization of the broken styloid process was performed with a k-wire. A delayed union or a non-union occurred. Further, the distal fragment non-union was compressed under long lasting overloads and thereby breakage of the proximal screw occured in the area of the screw head. No indications were found for any design, material or manufacturing related issue.

Manufacturer narrative:
Investigation in progress but not yet complete.